Event description:
Customer claims the unit was in the neonate mode and it was set to deliver 25 ml's but rt's claim the unit was only reading 3 to 5 ml's, unit was on a pt, bio med claims the pt still alive but the hosp is writing a pt safety net form and is possible pt injury. Customer wants field service to come out and check this unit, this is the only info given to biomed. He will try to get us more info. This unit is at different hosp, he will let field service know which hosp.